Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the piece of reservoir was missed due to which reservoir did not able to lock in place. The customer¿s blood glucose was unknown. The customer also stated that the insulin pump received unexplained no delivery alarm and battery cap damaged. The insulin pump will not be returned for analysis.